Event description:
It was reported that during the implant attempt, the guidewire became stuck in the lead. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. There was blood on the distal conductor of the lead and it was obstructed, and visual summary analysis of the lead indicated damage at implant. The analyst indicated that the guidewire was able to be removed after soaking the lead to remove the dried blood. F(B)(4).